Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, delamination. Leak test was performed and found opening on posterior side and delamination. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.